Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead was exhibited crosstalk oversensing and noise signals. Technical services (ts) was consulted and explained options of adjusting right ventricular lead sensitivity. Further testing is recommended. The lead remains in service. No adverse patient effects were reported.